Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion with a steep angle was located in the severely tortuous and moderately calcified proximal to mid right coronary artery. After a non-bsc guidewire had crossed the lesion, aspiration was performed using a non-bsc 6fr aspiration catheter. The lesion was then checked thru intravascular ultrasound (ivus) using an opticross coronary imaging catheter. A 4.00 x 20 mm synergy¿ drug-eluting stent was advanced and deployed in the lesion. Then post dilatation was performed three times at 12 atmospheres (atm) for 15 seconds, 14 atm for 15 seconds and 14 atm for 15 seconds respectively. The physician tried to overlap and cover the proximal rca. A 4.00 x 16 mm synergy¿ drug-eluting stent was advanced, however, the device was unable to cross the steep angle portion of the lesion. A 6fr non-bsc guide extension catheter was advanced to support in crossing the steep angle of the lesion. During that time, when the non-bsc guide extension catheter was being pulled near the ostium., the device was pulled from the proximal edge of the placed synergy stent. During position adjustment, the stent of the second synergy got dislodged. When the stent delivery system (sds) was removed from the patient's body, it was noticed that the sds had no stent in it. When carefully observed with cine cardioangiography, an elongated black shadow was seen (synergy which was not expanded). Considering for fast removal, a 2.5 x 16 non-bsc balloon catheter was delivered and dilation of the dislodged stent was performed. The stent was expanded very well and the placement of stent was perfect. The procedure was completed. No further patient complications were reported.